Event description:
The consumer stated the tampon came apart upon removal and pieces remained inside of her.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.